Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during a psi implantation, while putting in the self-drilling screws, two screw heads snapped off. The detached heads were on the screwdriver blade, and the screw threads were left in the cranium. The cranium was very thick, and the thus the screw heads snapped off due to excessive force application. The surgeon was then advised to use the drill bit for pilot holes with no further issues. The patient was not harmed, nor was there any debris from the screw head left inside the patient. The surgeon opted not to remove the broken screw threads as there were not in any way harming the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. (B)(4)